Manufacturer narrative:
The device was received for evaluation. During functional testing, an "occlusion alarm" was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" And "upstream occlusion!". Messages, however the log cannot be used to determine if the alarms are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined . No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an occlusion during therapy in the surgery area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.